Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that while pacing the patient with this cable through the carto 3 system, all ECG signals were lost. Additional details from the field indicate that a resterilized cable and a reprocessed coronary sinus catheter were being used during the procedure. Upon receiving the cable, it was tested for visual damage, physical characteristics, and electrical parameters. The cable passed all tests and was operating within specification. The customer complaint cannot be confirmed. A DHR review of the cable with lot # 71782 was performed. Based on 100% inspection, all cables passed cosmetic and electrical tests during packaging and sterilization before released for distribution.

Event description:
It was reported that during vt ablation procedure, the physician paced the patient thru the carto system and suddenly the body surface ECG signals and ic except for the rva signal went flat line. The procedure was completed without patient's consequences. After follow up with the customer to obtain detailed information of the event, on (B)(6) 2012 it was confirmed that the signals from the carto monitor and ep system disappeared as soon as the physician stimulated the patient via carto system. When the physician stimulated the patient directly via biotronik, the bs ECG's and ic signals were visible on the monitor. Despite the loss of signals were fixed by using a new cable, the lost of signals occurred on both systems (carto and ep recording) simultaneously making this event reportable dating alert date as (B)(6) 2012.